Event description:
It was reported that the patient had drop foot and had been having pain and weakness in the left leg for the past month. The patient was going to get an MRI and the area to be scanned was the l-spine. It was unclear if the reason for the MRI was related to the spinal cord stimulator (scs) therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).